Event description:
Customer reported his pump will not give any audio tones. Ran a self test and no tones were heard. No additoanla details were provided.

Manufacturer narrative:
No audible tone due to broken transducer wire. Motor error alarmed during basic occlusion test due to faulty force sensor.